Manufacturer narrative:
Visual analysis of the returned device identified; deformation, wear abrasion, crease fold, yellow particles in the shell, voids, cloudy color in the gel observed after autoclave cycle and overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Explanting surgeon reported ¿leakage around the right implant. Diagnosed by usg¿. The device has been removed. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon reported ¿leakage around the right implant. Diagnosed by usg¿. The device has been removed. This record relates to the right side.